Event description:
It was reported that the patient has expired. Date of patients' death and implant duration are unknown. It is unknown if the death was device related. Patient also had another device implanted. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The initial report of death was received by email submitted by a critical care nurse on behalf of the patient's spouse. The email references a valve replacement in 2009, of which we have no record. This patient had two devices implanted - two months prior, and a second device in the same month. There is no record of either device being removed or replaced and no record of a third device implanted or replaced. Emails were sent requesting additional information regarding this patient and/or possible return of the device, if available, for evaluation. However, there has been no response from the surgeon despite our repeated attempts of contacting via email on 03/25/2009 and 04/01/2009. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No date of death was provided; therefore, the implant duration could not be calculated. No cause of death was provided. No additional information available.